Event description:
Implant came all the way out the distal phalanx.

Manufacturer narrative:
The pt was non-compliant and bent the guide wire at the mpj by walking post-op. Doctor went to remove bent wire in the clinic and the implant also came out because of soft bone. Pt outcome was good. Poor bone quality or loss of implant fixation from pt non-compliance or trauma could reduce the fixation strength of the implant. These factors are outside of the intended use of the device as documented in the surgical technique and instructions for use.